Event description:
It was reported that "no ECG and ap signal during use". The problem was solved by restarting the pump. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.